Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an index procedure involving a mesh implant, a subcutaneous hematoma was identified. A computed tomography scan conducted to confirmed the presence of a subcutaneous hematoma without active bleeding. The patient was returned to the operating room for drainage hypotension and deglobuliation leading to a CT scan that revealed a subcutaneous hematoma. The patient was drained and had blood transfusion. Redons removed on (B)(6). The hematoma was clinically significant and resulted in the prolongation of the patient's hospitalization for drainage. The adverse event was assessed as related to the study procedure and related to the study mesh.

Manufacturer narrative:
Correction: d4, g4(PMA / 510(k)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.